Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible on the hub, balloon, shaft and in the guide wire lumen and contrast on the shaft and in the inflation lumen and in the balloon, consistent with preparation and the sds advanced into the patient anatomy. The stent implant had dislodged from the balloon and was not returned. The balloon was returned loosely folded and filled with contrast, consistent with inflation and use of the sds. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were kinks in the proximal end of the hypotube 13.7 cm, 14.8 cm, 39.5 cm, 80.6 cm and 82.5 cm distal to the strain relief tubing. There were multiple bends throughout the entire length of the hypotube. The tip length was measured and met manufacturing criteria. The hypotube was severely kinked 39.5 cm distal to the strain relief tubing and separated during the analysis due to handling. Follow up information confirmed that the xience v sds was successfully used in the procedure and the stent was deployed with no issue. There was no product issue related to this sds. It is likely the kinks and bends noted to the hypotube occurred during the procedure or during packing for return analysis to abbott vascular. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for stent dislodgements or kinks. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during the procedure in the moderately calcified and tortuous circumflex artery, pre-dilatation was performed with an unspecified 3.0x15 dilatation catheter at 10 atmospheres. An attempt was made to advance a 3.0x23 rx promus stent delivery system but the device could not cross. The stent delivery system was removed from the anatomy and slight resistance was felt. Upon examination, the stent was noted to be flared. A non-abbott stent system was used successfully to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided. Return device analysis revealed that the stent was dislodged and not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.